Manufacturer narrative:
For 18 of the 23 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 6 of the reported events, the control board was replaced to resolve the reported events. The following parts were replaced to resolve the reported events: for 1 unit the control module and cables were replaced, for 1 unit the vent monitoring board was replaced, for 1 unit the positive end expiratory pressure safety valve and positive end expiratory pressure valve were replaced, for 1 unit the bellows was replaced, for 1 unit the flow sensor was replaced, for 1 unit the flow control valve was replaced, for 1 unit the positive end expiratory pressure valve was replaced, for 1 unit the pressure sensor switch was replaced, and for 1 unit the pneumatic engine cable, positive end expiratory pressure valve , and the positive end expiratory pressure safety valve were replaced. To resolve 1 reported event, the flow valve harness was reconnected, and for 1 unit the flow control valve was loosely connected, the cable was reconnected securely, and the unit was returned to service. For 1 of the 23 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 of the 23 reported events, a ge healthcare service representative was unable to evaluate the unit. No further details are available. For 3 of the 23 reported events, the checkout of the unit was performed by a third party distributor.

Event description:
This report summarizes <noe> 23 <noe> malfunction events. A review of the events indicated that model 1009-9000-000 anesthesia gas machine experienced therapeutic failure. 11 events were reported because the unit alarmed and lost the ability to mechanically, 8 events were reported because the unit had an error that results in a loss of mechanical ventilation, 2 units reported for an error that results in a system required restart, and 2 units lost the ability to mechanically ventilate. Of the 23 events, 19 did not involve patients, and 4 did involve patients. There is no patient information available.